Manufacturer narrative:
Model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number : 21086018, model/catalog description: linear 3-4 lead 70 cm.

Event description:
A report was received that the patient was not feeling any stimulation. X-ray was taken and revealed lead migration. The patient underwent a lead revision procedure and was doing well.